Event description:
It was reported that the patient was deceased. Detection of ventricular fibrillation (vf) was delayed due to the rate fluctuating in and out of the detection zone (single zone programming). The implantable cardioverter defibrillator (ICD) delivered therapy after the patient had been in vf for over 2 minutes. The shock was unsuccessful. Episode duration was 2 minutes 34 seconds. The cause of death was vf. It was reported that the ICD was not suspected to be related to the death of the patient. Technical services explained detection and termination rules with the caller.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).